Event description:
Non-integration. Customer reported that implant failed no other information was provided.

Event description:
Non- integration. Customer reported that implant failed no other information was provided.